Manufacturer narrative:
Concomitant medical products: d314drg, ICD, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were sensing issues with the right ventricular (rv) lead and the implantable cardioverter defibrillator ( ICD), as there were five oversensing episodes that were unable to be reproduced with isometrics and pocket manipulation. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.